Manufacturer narrative:
No product was returned.

Event description:
On (B)(6) 2014, the patient reported that his infusion device delivered all of the insulin in its insulin cartridge into his body, around (B)(6) 2003, causing him to go into a diabetic coma. The patient no longer has the infusion device to return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.